Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Replaced mobile view station (mvs) 115vac line input power power cord kit, when plugged into a socket viewing physical electrical arcing in the clear head of the plug line connector. Nothing open or exposed. The imaging system then passed the system checkout and was found to be fully functional and the battery voltage was found to be very good. Issue resolved with part replacement. The mvs power cord was returned to the manufacturer for analysis. Investigation confirmed reported problem "damaged mvs power cable". Black ground wire open. In the 3 pin prong, pin that is connected to the black wire is loose. The hardware investigation found that reported event was related to an electrical failure mode; sub-root cause: connector damaged.

Event description:
A medtronic representative was onsite and reported that he observed that the power cable from the imaging system's mobile view station (mvs) to the wall was damaged and needs to be replaced. There was no patient present when this issue was identified.